Event description:
It was reported that the blue ceramic coating flaked off during surgery. Parts of the blue coating got loose within the shoulder joint without any external factors intra-operatively. F/u with the reporter provided info that a solution was utilized to rinse the joint. The reporter could not say definitively if all the pieces were retrieved. No further pt info was provided at the time of this report or made available in response to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is either user mechanical damage to the device, such as hitting the device with another device or thermal/electrical damage to the device, such as continuous/extended activation of the device at a high power (wattage) setting. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained from the evaluation, a f/u report will be submitted.